Event description:
It was reported the epg (external pulse generator) has a broken socket. No information was received indicating patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report, the output connector was broken. It was also noted that the high rate cover and caution label were missing, the upper and lower cases were broken, the side bail covers and ring cover were contaminated and the battery contacts were compressed.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.